Manufacturer narrative:
Submit date: 01/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with gauze. The customer states the gauze is shedding. Issue was noticed before and after surgery not used or noticed during surgery. No patient injury.